Event description:
It was reported that the sheath split. During the insertion of an isleeve sheath, the physician noted on fluoro that the sheath tip split. The sheath was exchanged and no patient complications were reported.

Event description:
It was reported that the sheath split. During the insertion of an isleeve sheath, the physician noted on fluoro that the sheath tip split. The sheath was exchanged and no patient complications were reported. The returned product consisted of an isleeve sheath. The sheath and tip were microscopically examined. The tip has 2 small slits which is considered typical/expected damage. There is a kink 15cm from the distal tip. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.